Manufacturer narrative:
The reported event was confirmed. Product testing revealed intermittent contact force with purple values. Based on the information provided to abbott and the investigation performed, the cause for the reported event is a design issue relating to log file maintenance.

Manufacturer narrative:
FDA recall number: z-1493-2019.

Manufacturer narrative:
The investigation results will be provided in a subsequent submission.

Event description:
During a pulmonary vein isolation ablation procedure, there was no contact force information for about two seconds after each ablation. Also, the graph next to the 'bulls eye' was displayed in purple. The cable connections were checked but the issue remained. The procedure was completed with the reported device and there were no adverse consequences to the patient. Even though no adverse event occurred, this device malfunction may result in the patient experiencing harms associated with a clinically significant delay or cancelled procedure. When the contact force measurement is intermittently displayed, it is accurate. There is a rare potential for perforation or la-e fistula if the purple contact force or notification that "contact force data is not synchronized" is not noticed, and the inaccurate force readings are acted upon.